Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the nozzle was unable to be further specified. Moreover, no deformation of the nozzle was observed, nor any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ describes the following warning: "<inspection of the endoscope> 8. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. <> 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had air/water flow issues from the air/water flow system. The issue was found during a diagnostic procedure which was completed. Inspection and testing of the returned device found the nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found that due to damage on air water-cylinder, water tightness is lost. Nozzle has foreign objects. No electrical continuity due to corrosion on distal end. Due to wear of angle wire, bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. Bending section-rubber has a scratch and adhesive on it has white clouded area. Connecting tube has a dent. Connecting tube has a scratch. Paint on scope-cylinder is peeled. Switch 1 has a scratch. Image guide protector has a scratch. Protector of universal cord on scope-connector side has a scratch. Universal cord has a wrinkle. Connecting tube has a dent. Connecting tube has a scratch. Foreign matter related information found that: the product was cleaned , disinfected, and sterilized before it was sent it to olympus. It is unknown what was the foreign material that was adhered to the endoscope. It is unknown if there was a delay in the start of the pre-cleaning (no lag time between the end of clinical use and the start of precleaning). The air/water nozzle was flushed with air and water. There were abnormalities found in the accessories used for preprocessing. The endoscope was not immersed in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. Air/water nozzle was flushed with the detergent solution the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.